Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4), explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial/lot #:(B)(4), ubd: 26-jul-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a healthcare provider (hcp) regarding a patient who was receiving morphine (5mg/ml at 2.25mg/day) and dilaudid (20mg/ml at 9mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient experienced an infection at the pump pocket site. A factor that may have led or contributed to the issue was the patient had fallen 3 times in a few weeks. The patient was admitted to the hospital with high fever of 104f. The pump site was red, swollen, and warm. The issue was not resolved and the patient was "alive - no injury." Surgical intervention was planned but not scheduled. The event date was (B)(6) 2018. On (B)(6) 2018, the patient had a lumbar MRI. The procedure hcp assumed this was to see if there was an infection where the catheter met the spinal cord. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the entire system was removed on (B)(6) 2018. There were no further complications reported at this time.